Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process. There was no impact to the user's blood glucose level. Reportedly, the user successfully loaded a new cartridge and the pump would continue to be used for insulin therapy.